Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A home patient contacted baxter's technical service center and reported the minicap fell off of his transfer set. The patient was unsure how long it was off. The defective minicap was replaced by a new one. No patient injury or medical intervention was reported. It is unknown if a sample is available for evaluation. No additional information available.